Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that no evidence of a rewind issue was recorded. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump rewound completely without stopping during testing. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The pump was opened and no moisture or corrosion was observed to the motor assembly or internal motor. The complaint of the rewind issue was not able to be duplicated during investigation. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter alleged that the pump cartridge piston was "wobbly" and was not fully retracting after performing the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.